Event description:
It was reported that this adverse event happened in a clinical study. On (B)(6) 2014, the patient received a biolox delta head (B)(6) 2014. On (B)(6) 2014, 4 days post-op, the patient complained of soreness on the operated right hip. The patient was given palliative treatment. As therapy, he was given meloxicam 14mg and tramadol 50mg, daily. The event was resolved on (B)(6) 2014.

Manufacturer narrative:
The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. The lot numbers were received for the reported device, and the device history record was reviewed and found to be conforming. Should additional information become available an amended medical device report will be submitted. Zimmer reference number (B)(4).